Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 27mm epic plus mitral valve was chosen for implant. It was then reported on (B)(6) 2026, patient presented with congestion which prompted a hemodialysis session. Patient exhibited poor tolerance with fair clinical condition and fair perfusion. An urgent ultrasound revealed evidence of cardiac tamponade. Subsequently, an emergency surgery was performed due to low cardiac output. Upon thorough examination, multiple small scattered active bleeding points were identified, unrelated to sutures but indicative of severe coagulopathy. Patient received multiple blood products.